Event description:
I had the essure implanted. Since then, I've had weight loss, abdominal cramps, heavy menstrual cycle, lower back pain, painful intercourse. Irregular menstrual cycle, severe lightheadedness/dizziness (had a trip to the ER due to almost fainting), brain fog, confusion, vision problems, severe cramps where coils are located after exercise with a burning feeling around that area too. Stringy/slimy discharge yellow/green sometimes white/cream in color when not having period. Also my stomach is bloated most of the time. I have headaches, numbness in face, legs and arms along with a tingling sensation. Something that feels like brainzaps. Palpitations. Also have bad acne and cysts which I've never had before. Since a child I could not wear any jewelry made out of nickel. I was not aware until recently that they contain nickel. My doctor did not test me for a nickel allergy. I feel like I am being poisoned. I have been to several doctors in various fields and all my tests come back normal. I am having the coils removed next month. This product has taken away my life. Also had 1st degree av heart block. I had a previous tubal and found out a couple months ago that it's a contraindication to get the essure.